Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had difficulty pulling from pacs. The site was getting a dicom query/retrieve error message that stated "please check the connection between remote pacs and stealth system for transferring images." It was noted that pacs changed their settings and the issue was resolved. There was no patient involvement.